Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service cod 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged trunk cable. The trunk cable connector was cracked, and the orange (+5v) wire was open in the trunk cable. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. The pt received a replacement electrode belt.